Manufacturer narrative:
Concomitant products: 4968-25, lead, implanted: (B)(6) 2009; pm3210, ipg, implanted: (B)(6) 2009.

Event description:
It was reported the lead appeared to not have had full contact with the epicardium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received and reported there were "several" occasions with loss of capture and there were variable thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.